Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's therapy pcb assembly. During further evaluation and testing, it was found that the therapy pcb assembly did not deliver energy at any level requested. The cause was determined to be an open trace in the pcb material. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a non-critical issue. During further evaluation, physio observed that energy could not be delivered during testing of the therapy pcb assembly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.